Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had emergency services. The customer¿s blood glucose was over unknown. The customer reported that they cannot pee and was treated with intravenous by paramedics. The insulin pump will not be returned for analysis.